Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope due to the device sensitivity settings of rate drop response. A reprogramming of device parameters was planned. The device remains in use. No further patient complications have been reported as a result of this event.